Manufacturer narrative:
A philips field service engineer (fse) reported that the touched position was observed to be out of alignment. It was then reported that a touchscreen calibration was performed, but the phenomenon was not resolved. The service engineer replaced the touchscreen and the phenomenon was resolved. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from service engineer, that the v60 ventilator reported that the touchscreen was out of alignment. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17250.